Manufacturer narrative:
This product is manufactured in the u.s. But is not marketed in the u.s.(B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vicmo12.6, -10.00 diopter implantable collamer lens in to the patient's right eye (od) on (B)(6) 2015. Low vault was reported, the lens was replaced with a larger lens on (B)(6) 2015 and the problem was resolved.

Manufacturer narrative:
Correction: (B)(4). Device evaluation: product evaluation found that the lens was returned dry in the lens case/vial. Visual inspection found the haptic torn. (B)(4).